Event description:
The event is reported as: the unit will not power on.

Manufacturer narrative:
The device sample was received by the manufacturer, but the investigation is incomplete at the time of this report. Per DHR (device history record) the product concha neptune, serial # (B)(4) was manufactured on 03/28/2008. The DHR investigation did not show issues related to complaint. A documents assessment (fmea) was conducted and no changes were required.